Event description:
The right ventricular lead was returned to the manufacturer. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015; 553453 lead, implanted: (B)(6) 1998. (B)(4).